Event description:
The patient contacted animas on (B)(6) 2012 alleging she has had low blood glucose in the middle of the night, normally around 3:00 am. The patient reported associated symptoms of hypoglycemia to include slurred speech and weakness. The patient stated that she has corrected the low bg by consuming 15 grams of carbohydrates. The patient alleged that the pump was giving her too much insulin. The patient stated that in an effort to prevent low bg during the night, she has adjusted her basal rate for the nighttime from 1.075 units per hour to 1.000 units per hour, then to 0.500 units per hour starting at 12:00 am. During troubleshooting with animas customer technical support, the bolus history revealed that the patient received a bolus that she did not give herself. The patient received a 13.0 units bolus on (B)(6) 2012 at 5:14 am from the pump. The patient stated that she was positive that she was asleep at that time and did not give herself that bolus. The patient was unable to find any other boluses in the history of 30 records that were delivered without user intervention. The patient discontinued insulin pump therapy and began on a backup plan. This complaint is being reported because the patient experienced low bg while in insulin pump therapy and because of an alleged un-programmed 13.0 unit insulin bolus delivered to the patient via the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation process. No insulin delivery defect was found. Executed a 1 unit per hour basal program for 24 hrs, no unprogrammed boluses were recorded in history during this time. Units remaining were correctly calculated in investigation steps 17 through 20 and were accurately written to the pump history. The pump passed the required 29 hour flow accuracy test and was found to be delivering within the specification. Unrelated to the complaint, the display screen has a pinkish contrast. Removed the pump cover and replaced faded display with test display. The test display is has normal contrast with no visible signs of discoloration.